Event description:
It was reported that the patient developed a device pocket erosion and an infection on their implantable cardioverter defibrillator (ICD) system. The entire ICD system was removed. There were no reported consequences to the patient. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).